Event description:
It was reported that premature battery depletion was observed. Patient was asymptomatic. The device was explanted and replaced. There were no complications or adverse events to the patient during the procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.